Event description:
The customer contact reported unrestricted flow. On an unspecified date and time, the device was programmed to deliver an unspecified concentration of levophed and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the delivery was completed. The customer contact reported the levophed therapy was discontinued and the nurse removed the tubing set from the pt's IV site. It was reported that after the nurse opened the cassette door and removed the tubing set from the device, unrestricted flow was noted. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. (B) (4)